Manufacturer narrative:
The customer was unable to have the reported glidescope bflex 3.8 single-use bronchoscope returned to verathon for evaluation as it had already been discarded. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of the photo provided by the customer shows the tip of the bronchoscope inside one of the lumens of the 35 fr dlt; however, the exact cause of the bronchoscope being unable to advance through the dlt was not able to be determined based on the photo and limited information provided to date. The bflex single-use bronchoscopes operations & maintenance manual contains a bflex - endotracheal tube compatibility table along with a note stating, "there is no guarantee that instruments selected solely using these instrument dimensions will be compatible in combination.". Review of complaint history for glidescope bflex 3.8 single-use bronchoscopes lot number "fu231000" did not identify any similar complaints reported to verathon. Review of the device history record for the subject lot did not identify any anomalies that may cause or contribute to the reported event. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex 3.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 3.8 single-use bronchoscope, after inserting a 35 fr double lumen tube (dlt) into the patient and blocking the cuff, they were unable to pass the bronchoscope through the dlt at the point of the cuff. It was reported that the users replaced the 35 fr dlt with a larger 37 fr dlt which no longer gave them issues advancing the bronchoscope. The 35 fr dlt used during the procedure was manufactured by rüsch / teleflex. No delay in the procedure or harm to the patient was reported.